Manufacturer narrative:
Additional information has been provided in h3, h6, and h11. A sample was not received at the manufacturing site for evaluation for the report of plunger of shooter went under lens scratched & cut the lens; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported as when expelling the loaded lens, the plunger of shooter went under the lens and scratched and cut the lens. Lens did have patient contact. New lens was obtained and used with no issue. Additional information has been requested and received stating that procedure was completed on the same day. In the surgeon¿s opinion, plunger of the shooter caused or contributed to the event. There was no patient harm.